Manufacturer narrative:
Further analysis was performed on the interconnect flex assembly. The flex was assembled into an engineering unit and tested. All tests passed. This test was looped 10 times with no failures. This analysis could not verify the initial failure.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(6): the device was returned and analyzed and the interconnect flex was found to be out of specification. (B)(6). (B)(4).

Event description:
The external pulse generator was returned for its annual test and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.